Event description:
Upon opening the box for a size 4 left cemented femur was a sz 2.5 left cemented femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted product packaging confirmed the reported event. The root cause is manufacturing process related. CAPA (B)(4) has been opened to further investigate the root cause and identify corrective actions.